Manufacturer narrative:
The needles were not returned to galil so a complete investigation could not be conducted. Electrical testing was conducted on another similar needle to measure the current flowing through a tissue-equivalent electrical load (using iec 60601-1 as a reference) when the needle and system were in operation. Current measured was found to be below the allowable amplitude for a single fault specified in iec 60601-1. Additional followup with the physician in this event indicated that manual measurements of the patient's pulse revealed no elevation in heart rate, even though the EKG suggested an svt pattern. The needle was far enough removed from the heart to rule out direct cardiac stimulation; however, due to the sensitivity of the EKG, it is not unexpected that the voltages produced by the electrical heating element were picked up by the EKG. There was no injury to the patient and the patient was discharged after the procedure without additional sequelae and is reported to be doing well. The root cause of this event was determined to be unanticipated wear / deterioration likely due to a loss of insulation on the needle heater.

Event description:
Prior to a renal cryoablation procedure, iceforce needles and the cryoablation system were tested with no issues. During the 2nd thaw cycle the patient experienced "twitching like" and the EKG machine was displaying an "inference type pattern" rather than a recognizable EKG pattern. The doctor stopped the thaw cycle and the twitching stopped and the heart rate returned to normal. The patient's pulse and oxygen saturation were checked and both were within normal limits. Active thaw was stopped and the co2 needle was removed followed by cessation of the twitching. Active thaw was restarted and simultaneously a more recognizable "svt type of pattern" was observed on the EKG machine with the same torso/abdominal twitching. Again the patient's pulse was checked manually and was in the 60's, not correlating with what was observed on the EKG machine. The active thaw was stopped at which time the twitching stopped as well. The procedure was completed at this point. The patient was recovered after the procedure and discharged without additional sequelae and is reported to be doing well. Th e needles will not be returned for investigation.

Event description:
Prior to a renal cryoablation procedure, iceforce needles and the cryoablation system were tested with no issues. During the 2nd thaw cycle the patient experienced "twitching like" and the EKG machine was displaying an "inference type pattern" rather than a recognizable EKG pattern. The doctor stopped the thaw cycle and the twitching stopped and the heart rate returned to normal. The patient's pulse and oxygen saturation were checked and both were within normal limits. Active thaw was stopped and the co2 needle was removed followed by cessation of the twitching. Active thaw was restarted and simultaneously a more recognizable "svt type of pattern" was observed on the EKG machine with the same torso/abdominal twitching. Again the patient's pulse was checked manually and was in the 60's, not correlating with what was observed on the EKG machine. The active thaw was stopped at which time the twitching stopped as well. The procedure was completed at this point. The patient was recovered after the procedure and discharged without additional sequelae and is reported to be doing well. Th e needles will not be returned for investigation.